Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 51 (mg/dl). Reportedly, due to the customer's diet changing, the customer's health care provider believed that the basal and bolus settings needed adjustment. To treat the low bg level, the customer consumed juice or a banana. Recommendation was made to consult with health care provider regarding diabetes management.